Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for multiple samples. The following data was provided (customer provided reference range is <64 ng/l): sid (B)(6) initial result = 76 ng/l, repeat = <2.7 ng/l. Sid (B)(6) initial result = 204 ng/l, repeat = 3.4 ng/l. The discrepant results were not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Update section d4 - primary UDI number to (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 56527ud00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trends for the issue for the product. A device history review did not identify any non-conformances or deviations associated with the lot number 56527ud00 and complaint issue. In-house accuracy testing was completed using a retained kit of lot 56521ud00 which contains the same bulk material as complaint lot 56527ud00. All specifications were met indicating that lot 56521ud00 is performing acceptably. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I lot 56527ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for multiple samples. The following data was provided (customer provided reference range is <64 ng/l): sid (B)(6) initial result = 76 ng/l, repeat = <2.7 ng/l. Sid (B)(6) initial result = 204 ng/l, repeat = 3.4 ng/l. The discrepant results were not reported out of the laboratory. No impact to patient management was reported.